Manufacturer narrative:
During internal review of complaints it was found that the investigation report indicates, that the event is a reportable event. The infinity acs workstation cc consists of two parts: the ventilating unit v500, and the displaying unit c500. The investigation results show that the ventilation unit v500 performed a restart and not, as initially reported, the displaying unit c500. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the v500, the safety software triggers a warmstart of the v500 in order to reset the micro processing system to a specified state. Such a warmstart sequence of the v500 may last up to 8 seconds. During this time, ventilation stops and the safety valve opens to ambient allowing for spontaneous breathing. After successful completion of the warmstart, the v500 will resume the ventilation with the latest settings. The alarm message «ventilation unit restarted» will be posted in order to alert the user. A warmstart of the c500 does not affect ventilation. According to the logfile the v500 performed a restart of the pba m16.2 for an unknown reason on (B)(6) 2019 at 11:09 am. After successful reboot the cockpit infinity c500 posted the alarm message «ventilation unit restarted». The ventilation was automatically continued with the latest settings after the warmstart had been completed. The device behaved according to specification upon a found deviation and generated the adequate alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported via a user medwatch that "the ventilator turned itself off then back on again resuming the previous vent settings." There was no patient injury. It was confirmed the c500 rebooted while no cease in ventilation.